Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rupture¿ confirmed via sonogram. Healthcare professional later confirmed the report of "rupture" this record is the right side. Device remains implanted.